Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that the customer's BG value displayed as "Low"; however, specific value was not provided. Cause of low BG was unknown. Customer consumed carbohydrates to address BG. Recommendation was made to consult with a healthcare provider to discuss diabetes management.